Event description:
Procedure: nephrectomy. According to the reporter: the instrument jammed on tissue. The instrument was removed with difficulty. Surgery time was extended beyond 30 minutes, the incision was extended beyond one inch, and tissue was damaged as the result of this event.